Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6003952, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 06/nov/2025 against "final reporting decision equal "serious injury" and "death" , "lot number" criteria equal "6003952". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6003952 was manufactured according to the work instruction (wi) version 94 and packaging in the multivac m10 on 27-oct-2023, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. To proceed with product testing, samples from the affected lot were requested. However, the customer has confirmed that no samples are available for investigation. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient that the packaging of the infusion set was not sealed properly or not intact properly on (B)(6) 2025. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.